Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, of if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. A batch review was completed and did not identify any manufacturing related issues relevant to this complaint. A visual inspection was performed with the naked eye and via a clemex intelligent microscope which identified a damaged female connector. However, leak testing was performed with underwater pressure testing; with no leak noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The reported problem could not be verified or duplicated. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noted in a patient¿s transfer set. The patient could not pin point the location of the leak. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.